Manufacturer narrative:
Block h6: problem code 2907 captures the reportable event of fiber tip detached inside the patient. Block h10: the returned flexiva ID tractip 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured approximately 314.5 cm. The exposed glass tip measured 1 mm, however the remainder was detached/separated, with the remaining piece of the device not returned. Examination under magnification confirms the pattern on the tip is consistent with a fracture observed damaged at the distal end of the fiber jacket. Light from the sma connector was bright, clear, and round. No other issues with the device were noted. The reported event was confirmed. The analysis of returned device found that the fiber was fractured at the distal end with the remainder of the device, including the exposed glass tip, not returned. Additionally, fibers can interact with the scope as it passes through, which in tortuous anatomy can cause stresses that can result in fiber damage. It is likely the interaction with the scope as the device was handled in the procedure contributed to the event. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
Note: this report pertains to the second of two devices that were used in the same procedure. Refer to manufacturer report number # 3005099803-2020-03164 for the first flexiva ID tractip 200 laser fiber and manufacturer report number # 3005099803-2020-03165 for the second flexiva ID tractip 200 laser fiber. It was reported to boston scientific corporation on july 16, 2020 that a flexiva ID tractip 200 laser fiber was used in an ureteroscopy with laser lithotripsy procedure for urinary calculi in the kidney/ureter performed in (B)(6) 2020. Reportedly, the laser unit used was a lumenis p100 laser console. According to the complainant, during the procedure, the tip of the laser fiber broke off inside the patient. A second of the same device was opened and the same issue occurred. Reportedly, the fiber tips were successfully retrieved with a basket. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two devices that were used in the same procedure. Refer to manufacturer report number # 3005099803-2020-03164 for the first flexiva ID tractip 200 laser fiber and the second flexiva ID tractip 200 laser fiber. It was reported to boston scientific corporation on july 16, 2020 that a flexiva ID tractip 200 laser fiber was used in an ureteroscopy with laser lithotripsy procedure for urinary calculi in the kidney/ureter performed in (B)(6) 2020. Reportedly, the laser unit used was a lumenis p100 laser console. According to the complainant, during the procedure, the tip of the laser fiber broke off inside the patient. A second of the same device was opened and the same issue occurred. Reportedly, the fiber tips were successfully retrieved with a basket. The procedure was completed with a different device. There were no patient complications reported as a result of this event.